Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the axis motor for the set-up structure (sus) involved with this complaint and completed the device evaluation. Failure analysis confirmed and reproduced the customer complaint. The unit could not pass the servo test during calibration on the system.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported a recoverable fault 23094 on the sus axis 2, it was a recurring issue. Tse checked the system logs and confirmed the error 23094 on sus axis 2 was still present. The tse asked the caller to try to recover the fault and proceed with the procedure, but the error came back immediately. The tse asked the caller to try a hard power cycle. The caller stated that the issue persisted. The tse asked the caller if a second da vinci system was present in the operating room was free to use. Caller confirmed a second da vinci system was available to use. The tse asked the caller if it was possible to swap the patient side carts (pscs) between the two system. The customer was proceeding with the procedure using the psc of the second da vinci system. The customer was completing the procedure, robotically, as planned with less than 15 minutes of delay and with no harm for the patient. Isi contacted the site and obtained the following additional information regarding this event: the procedure was a radical prostatectomy with lymphadenectomy. There was no system/device malfunction prior to procedure conversion and no video recording of the procedure was available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting a repeatable recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the 23094 error and replaced the dual magnetic encoder (dme) to resolve the issue. The system was tested and was ready for use. The dme is a field scrap item and will not be returned to isi.